Event description:
Equipment not giving accurate readings. Additional act's, activated clotting time, were drawn of 2 other devices to verify results. Electric and wet qc's, quality checks, check out fine, but the actual test results are inaccurate. Manufacturer has given facility a back-up for every unit and running two tests for each specimen for verification. There are 9 units in the ep, electrophysiology, lab and they all have the same lot number. Manufacturer is resolving the issue, if they cannot facility will be getting new units.